Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13k17023 and h14c18018 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The following day, the pt was hospitalized for the event. The cause of the peritonitis event was unknown. Treatment was not reported. Seven days after admission to the hospital, the pt was discharged. At the time of this report, the pt was not recovered from the peritonitis event. Pd therapy was ongoing. Additional information was requested but was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The date of the event of death was not reported. It was reported that a patient acquired peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be the patient's body shutting down. On an unreported date, the patient's body was shutting down and experienced stomach pain, vomiting and loss of appetite for three weeks. It was unknown if the patient was hospitalized prior to death. Treatment was not reported. On an unreported date, the patient died due to the events. It was not reported if the peritonitis had resolved prior to death. It was not reported if an autopsy was performed. It was not reported if the pd therapy was ongoing until the time of death. Additional information was requested but was not available at this time. Should additional relevant information become available, a follow up report will be submitted.